Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient was transported to a medical facility by her husband. The blood glucose results were not provided. The diabetic nurse treated the patient with 5 i.u. Via insulin pen and 5 i.u. Via infusion device. The patient was at the medical facility for a "couple of hours".